Event description:
It was reported that the patient passed out due to blood glucose (bg) values that dropped to less than 70 mg/dl. The patient passed out and was taken to the hospital by paramedics. No further details were gathered.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.